Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the customer experienced 4 universal seal breakage within different procedures causing loss of insufflation/pneumoperitoneum. The site continued and completed the procedure as planned. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
The probable root cause is attributed to damage during use such as accidental drops or inadvertent collisions with instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.